Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system check.

Manufacturer narrative:
The customer-reported issue of the driver not passing the system check was confirmed via review of the patient data file and reproduced during investigation testing, where the driver displayed an abnormal left flow waveform. The root cause of the abnormal waveform and subsequent failed system check was determined to be a malfunction of the left pilot valve, which had a loose retaining ring. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.